Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was increasing and high impedance, as well as high thresholds on the right ventricular lead. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - resistance/impedance increase; weekly pacing log data for min and max rv pace show a gradual increase with max rv pace equal to 856 to 2054 ohms peak between (B)(4)-2010.

Event description:
It was reported that there was increasing and high impedance, as well as high thresholds on the right ventricular lead. The lead was capped and replaced. No patient complications were reported as a result of this event.